Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Additional information received: the patient presented today with a post op anastomotic leak. Stapler was fired by the surgical assist. The donuts were intact but they appeared "different" than usual. The patient returned 13 days post op with an anastomotic leak. The patient was re-operated on. No lot number or product code (size) has been provided.

Event description:
It was reported that during a laparoscopic colon procedure the leak test failed, and the donuts was revealed to be incomplete. It is unknown how the case was completed. There were no patient consequences.